Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported nominal parameter reset. The epg passed all incoming inspection with no abnormalities observed. The firmware was updated in accordance with the ongoing field corrective action. The device passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) reset to nominal parameter settings. The epg was returned for service in accordance with instructions affiliated with an ongoing field corrective action. There was no patient involvement.